Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. The complainant indicates the use of non company ovd as a viscoelastic and the use of company handpiece. This is not a qualified company product combination for use with company suspect model. The reported complaint was not observed as no sample was returned for analysis. The reported "scratch" was highlighted post implantation. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol found to have scratched after insertion into the eye. Iol was removed and replaced with a new iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).